Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's clinic ward reported that a patient underwent a routinely scheduled hemodialysis (hd) treatment on a 2008t hd machine on (B)(6) 2016. The patient¿s pre-treatment dry weight was (B)(6). The machine was set to remove 4 kg. However, at the conclusion of the treatment, the patient was found to have a total of 2.4 kg of fluid removed. The patient was discharged home without issue. No medical intervention was required as a result of this event. The patient returned to the user facility for their next scheduled hd treatment on (B)(6) 2016. The hd therapy was completed without issue. Follow-up information was received which revealed that the patient was later hospitalized (date unknown), and subsequently expired on (B)(6) 2016 while hospitalized. There available information states that the patients hospitalization was not the result of the overfill issue, and the patient¿s subsequent death was not related to their hd treatments.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. However, no malfunction of the 2008t hemodialysis (hd) machine was alleged, observed, or identified by the user facility during the patient's hd treatment. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008t hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008t hemodialysis (hd) machine and the patient's death.